Event description:
It was reported that pump malfunction occurred after pump was dropped and displayed malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, and technical support provided pump reset information but caller could not complete reset due to not having charger, so customer was advised to call back for further assistance with reset and completion of troubleshooting.